Event description:
On 4/28/93 an aus device was implanted. On 7/7/93, the balloon and pump were revised. On 5/4/94, the cuff was revised. On 10/31/94, the balloon was revised. On 9/30/96, the entire device was removed from the pt and replaced due to fluid loss.